Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that she was trying to get in touch with a manufacturer¿s representative (rep) to check her implant because it wasn¿t working. The patient reported that her ins wouldn¿t charge and not work. The patient reported that she had an appointment on (B)(6) 2017 to have the ins replaced because it wasn¿t charging. No further complications were reported.